Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was not known. Reportedly, the customer required assistance from paramedics in obtaining glucose tablets to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.